Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a heater bag that became disconnected, this problem occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that the heater bag became disconnected when he broke the frangible. The tsr advised the hp to start over with new supplies. The hp would start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2012. The patient stated she had no further information to add as she could not remember the event. Therapy had been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.